Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, the device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Troubleshoot was performed. The alarm was triggered while changing a reservoir. Customer also reported the reservoir compartment and battery compartment crumbling. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.